Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was foreign matter in fluid path during draw with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no. 309628 batch no. 5112913. It was reported the doctor drew up medication and noticed particles in the syringe.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in fluid path during draw with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no. 309628, batch no. 5112913. It was reported the doctor drew up medication and noticed particles in the syringe.